Event description:
Boston scientific received information that this patient had recently been to the emergency room due to not feeling well. An in-office check of this system, noted this right ventricular lead was exhibiting low r-wave measurements and no capture. An x-ray confirmed the lead had not dislodged but all the slack had pulled out of the lead. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a deformed fixation helix. Damaging the fixation helix requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.